Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery. After rotablation was performed, a stent was placed. Then a 3.00mm x 12mm nc emerge balloon catheter was advanced for post dilation. However, during inflation at 10 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported.